Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right atrial (ra) channel due to the rate response trend (rrt) feature. In addition, ra pace impedance was noted to have increased sharply approximately three months ago and is now measuring high out of range greater than 3000 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) provided guidance to program off rrt feature. Ts also indicated that the impedance issue could likely be related to a lead fracture or device header spring contact issue. The cause is unknown at this time. The patient was noted to have not been paced in the right atrium in the past six months. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)